Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09aug2020.

Event description:
The biomedical engineer reported that the power cord failed electrical safety test due to high ground. The biomedical engineer contacted product support and order a power cord. The customer reported that the unit was not in use on a patient. The biomedical engineer replaced the power cord to address the reported problem. The biomedical engineer reported that the power cord was discarded. No part will be returning.